Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions there was no adverse impact on customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.